Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, customer alleged that the pump was intermittently stopping insulin delivery without displaying a notification or alarm. The customer¿s blood glucose (bg) level ranged from 378-400 mg/dl. A supply change was performed resolving the occlusion. Although requested, customer declined to upload pump data for review and declined assistance regarding the issues.